Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle integrated holder exhibited tube push off from the non patient needle. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for tube push off with the incident lot was not observed. Testing of the customer samples was performed and no tubes pushed off the needles. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and implemented. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for tube push off with the incident lot was not observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures were implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identifed the most likely root causes and corrective actions were implemented.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle integrated holder exhibited tube push off from the non patient needle. No serious injury or medical intervention was reported.